Event description:
A site reported a loss of telemetry monitoring for up to 16 pts for approx 2 minutes. The clinical information ctr system was rebooted which restored telemetry. Alternative monitoring was not available. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.